Manufacturer narrative:
The pump alarmed continuously with unexpected restart alarms after battery change causing to reset the pump settings due to moisture damage on the electronic assembly. The pump had moisture damage on the motor assembly. No external ram crc error alarm was noted during testing. Unable to verify for the pump download history anomaly, and unable to perform the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, and all operating current measurements due to the continuous unexpected restart alarm. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for unexpected restart and external ram crc error alarm. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.